Manufacturer narrative:
Additional device implanted and involved in this event: pcc141400/040090115. Concomitant product: patient medications include metronidazole, lyrica, plavix, allopurinol, potassium citrate, combivent, metoprolol, enalapril, lipitor, nexium, singulair, aspirin, and primidone. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis. The devices implanted in this patient in 2004 were the original gore excluder® bifurcated endoprosthesis.

Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder® bifurcated endoprostheses. On (B)(6) 2011, an additional procedure was performed whereby five gore® excluder® aaa endoprostheses were implanted to treat aneurysm enlargement to 7-8 cm (amount of growth unknown). It was reported the aneurysm enlargement was possibly occurring due to a proximal type I endoleak; however, the physician elected to completely reline the two originally implanted devices. Around (B)(6)of 2014, the patient presented with lower abdominal, back, and testicular pain. A CT taken on an unknown date showed the patient to be hemodynamically stable with an aneurysm measuring 8.5 cm and no evidence of endoleak. On (B)(6) 2015, follow up imaging identified aneurysm enlargement to 10 cm with no evidence of endoleak. It was reported the continual aneurysm enlargement was caused by endotension. On (B)(6) 2015, an additional procedure was performed to treat the endotension. It was reported there was a portion of the pct281416 that remained unlined, so an aortic extender component was implanted to reline that area. Two contralateral leg components were then implanted extending distal to the aortic extender component. Final angiography showed no evidence of endoleak and exclusion of the aneurysm. The patient tolerated the procedure.